Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, episodes of inappropriate shock in response to supraventricular tachycardia (svt) were observed on the device. Abbott technical support was contacted and provided reprogramming recommendations, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.